Event description:
The rptr stated that she had gotten the er1 message once, or maybe twice. Reporting to the best of her recollection, she said that she had retested and observed a reading in the 400's. She said that she checked it with the color chart. She stated her readings are high at times due to steroid treatments. She said that she didn't remember if she had tested the control solution.